Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose level was 177 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent motor error alarms during rewind due to motor oil on the motor home switch noted. Unable to confirm e70 alarm in alarm history screen due to over written history file. The insulin pump passed the displacement test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.